Event description:
An synsiro drug-eluting stent system was selected for treatment. After unpacking, it was detected that the stent was not on the balloon.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes.

Event description:
An synsiro drug-eluting stent system was selected for treatment. After unpacking, it was detected that the stent was not on the balloon.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is still crimped on the delivery balloon. The stent is undamaged and crimped well between the two radiopaque markers. The balloon well folded and shows no signs of inflation. The reported complaint event could not be confirmed. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.